Manufacturer narrative:
The event has occurred due to an operator error. Customer should not have run pt samples when automatic quality control (aqc) was off. Customer selected aqc and the instrument is performing as intended.

Event description:
Customer reported that automatic quality control (aqc) was not run on the instrument. Customer indicated that 3 pt samples were run after 2am to 11am on (B)(6) 2014 and no aqc was run during this 12 hour period of time. There was no report of injury due to this event.